Event description:
It was reported that the screw thread of the main body of a minicap extended life pd transfer set was broken; the mainbody separated from the twist sleeve as a result. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury; however, the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a broken occluder legs beneath the twist clamp was observed. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause is due to exposure to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on the product packaging, can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.